Event description:
It was reported that (1) al326 used during an unknown procedure. It was reported by the affiliate that the end of device had a broken tip. Opened another device to complete the case. There was no consequence to pt.